Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Misassembled condition confirmed. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During the sample evaluation for a separate reported condition (see medwatch #6000001-2011-02520), a missing film wrap was confirmed by baxter's sample technician. This was not reported by the customer; rather discovered during service/testing. No patient involvement. No additional information is available.